Event description:
It was reported that the system 9800's orbital brake does not lock creating a mechanical hazard. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The brake mechanism was repaired and all other braking mechanisms checked. The system was tested and found to be working as intended and placed back into service.